Event description:
It was reported that fluid was observed leaking from around a sc catheter connector. The hcp reported that the connector was fully attached to the pump. No patent symptoms or identifiers were reported. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
Results. Used for the catheter.